Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device changeout it was noted that the right ventricular (rv) lead superior vena cava (svc) defibrillation coil impedance had been out of range for over eighteen months. It was additionally noted that the svc coil had been programmed off. The lead remains in use. No patient complications have been reported as a result of this event.